Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain all over my body") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no such issues in the past. Doing sports. As concurrent condition the report mentioned stress. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pain (seriousness criterion medically important), asthenia ("great weariness of my entire body"), inflammation ("constant inflammatory state"), arthralgia ("muscle problems, joint problems"), tendon pain ("I feel burning in the tendons my feet, which hurt as soon as I walk for half an hour"), pain in extremity ("I feel burning in the ligaments of my feet, which hurt as soon as I walk for half an hour"), fatigue ("very tired"), disturbance in attention ("concentration problems") and visual impairment ("impaired vision"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered arthralgia, asthenia, disturbance in attention, fatigue, inflammation, pain, pain in extremity, tendon pain and visual impairment to be related to essure administration. The reporter commented: period of occurrence: no specific time, it¿s a progressive deterioration, for which there is no clear correlation with the medical devices. These essures are poisonous,..ruin one¿s life little by little. The physicians: it¿s the stress, the fatigue, you have muscle pain, also perhaps you do too much sport¿ in short, no real diagnosis while these aliens are eating you up from within. Before I had no such issues... And don¿t tell me "it¿s normal, you are over 50"...in the morning, when I get up, it¿s tough, I¿m a strong person and it¿s my mental strength that keeps me up. In conclusion, my whole body is in pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain all over my body") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no such issues in the past. Doing sports. As concurrent condition the report mentioned stress. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pain (seriousness criterion medically important), asthenia ("great weariness of my entire body"), inflammation ("constant inflammatory state"), arthralgia ("muscle problems, joint problems"), tendon pain ("I feel burning in the tendons my feet, which hurt as soon as I walk for half an hour"), pain in extremity ("I feel burning in the ligaments of my feet, which hurt as soon as I walk for half an hour"), fatigue ("very tired"), disturbance in attention ("concentration problems") and visual impairment ("impaired vision"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered arthralgia, asthenia, disturbance in attention, fatigue, inflammation, pain, pain in extremity, tendon pain and visual impairment to be related to essure administration. The reporter commented: period of occurrence: no specific time, it¿s a progressive deterioration, for which there is no clear correlation with the medical devices. These essures are poisonous,..ruin one¿s life little by little. The physicians: it¿s the stress, the fatigue, you have muscle pain, also perhaps you do too much sport¿ in short, no real diagnosis while these aliens are eating you up from within. Before I had no such issues... And don¿t tell me "it¿s normal, you are over 50"...in the morning, when I get up, it¿s tough, I¿m a strong person and it¿s my mental strength that keeps me up. In conclusion, my whole body is in pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.